Manufacturer narrative:
Customer refuses to return.

Event description:
The user facility observed postoperatively during tourniquet removal that the patients popliteal artery was cut during a knee replacement surgery. The patient underwent vascular surgery to repair the artery.